Event description:
Patient had a suprapubic catheter placed. Patient went home and while taking a nap, the catheter came out. The balloon burst and part of the plastic was in the catheter. Patient returned to the facility and required a cystoscopy with wire placement to get a new catheter in.